Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced an erosion of the mesh in the vagina. The patient underwent reoperation on (B)(6) 2012. The patient's condition is stable. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.